Event description:
It was reported that the patient had been admitted for hf management and subsequently vf arrested while on telemetry. Device failed to convert with first shock, and was unable to deliver or charge after. Patient received CPR and was externally defibrillated. Upon device interrogation, an alert was received for possible output circuit damage. No impedance was observed. At device explant, externalized conductors were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Only 23 cm of the proximal portion of the lead was received for evaluation. A complete evaluation could not be performed without return of the entire lead.